Event description:
The customer reported blower temperature high alarm. There was no patient involvement.

Manufacturer narrative:
MFR received date: 14 sep 2019. Failure investigation was unable to replicate the reported failure. The unit passed all testing. No device fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported blower temperature high alarm. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 10jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported blower high temperature alarm issue. The fse remotely provided the part number to replace the blower. The customer reported that replacing the blower fixed the issue.